Event description:
It was reported that during a starr procedure, the device delivered an incomplete staple line. No further information is available. Completed with the same like product. There was no patient consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).